Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2016 to facilitate the removal of an abutment. The implanted device remains. This report is filed may 3, 2016.

Manufacturer narrative:
This report is filed february 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was treated with oral antibiotics (date not reported). The implanted device remains.